Event description:
It was reported that out of range issues occurred between the transmitter and pump for an indeterminate amount of time with no continuous glucose monitor (cgm) sensor readings. There was no reported impact to the customer's blood glucose level. The customer declined to troubleshoot with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.